Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(6). Approximate age of device ¿ 7 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2018 due to a driveline infection. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A specific cause for the patient's infection could not conclusively be determined through this evaluation. The heartmate 3 lvas instructions for use (IFU) lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the heartmate 3 lvas patient handbook, also provide information regarding how to prevent infection. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.